Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had been dropped and that the infusion set was pulled out. Customer treated with manual injections because he was out of supplies. The blood glucose reading was 574 mg/dl. He stated that the infusion set showed signs of damage but that the reservoir and insulin pump did not. He stated that the insulin pump did not rattle when the shook it. He stated that the insulin pump passed the self test. Customer was unable to run a high pressure test. Nothing further was reported.